Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and associated implantable transvenous defibrillation lead exhibited impedance measurements of 2400 ohms with inappropriate therapy delivery.